Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that during insertion of the ablation catheter bubbles were observed in the introducer. The procedure was completed successfully by using a different device (same model). No patient complication has been reported. The product is expected to be returned for analysis.